Event description:
It was reported that prior to a breast biopsy, the plastic sterile cover was broken. There were no pt consequences reported.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.